Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient required vitrectomy for a tear after the laser cataract surgery was done correctly. It was also reported they had suction loss not prior to laser being fired.